Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the unspecified locations. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5 (quantity reported): update from "four (4) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags" to "one (1) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag". H4: the lot was manufactured from october 23, 2019 - october 24, 2019. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The bag was cut at the fill port were the customer likely drained the contents. A functional testing was performed with water which revealed a leak between the spike port cap tube and the spike port bonding area. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.